Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was missing a lid. The following information was received by the initial reporter with the verbatim: customer received this item, but it did not come with a lid. Customer would like to receive the missing lid.